Event description:
It was reported that the lead appeared to have a breach in insulation. The physician repaired the lead during a routine generator change out. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr, pacemaker, implanted: (B)(6) 2006; 5076-58, non-defib lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.